Event description:
According to the reporter: nurse claims that whilst using the pediport a small plastic bit came out and also that it was not sealing properly. The plastic piece did not fall into the patient.

Manufacturer narrative:
(B)(4).